Event description:
A physician states that a hemoglobin value generated by the cell-dyn 1700 analyzer is lower than expected. The sample is from a patient from a health check screening. An initial results of 7.2 g/dl repeated at 13.5 g/dl. The customer refuses to give any patient information. Controls were within specifications. There is no impact to patient management reported.